Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the device exhibited inappropriate automatic mode switch previously. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. The patient was stable after procedure.